Event description:
The patient reportedly experienced a loss of lock. Programming adjustments were made and the external equipment was exchanged; however, the problem was not resolved. Surgery to explant the patient's device is scheduled to take place in 2008.